Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed since the problem could not be reproduced during functional testing. One 4 fr powerpicc sl catheter was returned for investigation. An extension set was attached to the luer connector. The catheter extended up to the 46 cm depth marker. Evidence of use was present throughout the sample. Microscopic observation of the catheter surface did not reveal any apparent damage or leaks. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. The distal end of the sample was clamped in order to pressurize the catheter. No leaks were observed. Since no apparent damage was observed during functional testing of the device, the complaint could not be confirmed. A lot history review (lhr) of recs1952 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was found consistently leaking infusate at site, noted from day one and home health nurses had to do prn dressing changes all the time. Cxr was done and it was positioned in lower svc. The line was pulled and a new line placed in the opposite arm. No patient harm reported.